Event description:
Olympus was informed that a patient expired the night after an unspecified therapeutic procedure. No device or pt issues were noted during the procedure. The patient's death occurred many hours post-surgery and the cause is unk. Olympus followed up with the user facility to obtain add'l info and was informed that no further info would be disclosed since the autopsy report was not yet available. However, the physician suspected post-surgery bleeding.

Manufacturer narrative:
The handpiece was not returned to olympus for eval as it was discarded. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.